Event description:
(B)(4) study. It was reported that following a coronary artery stenting treatment procedure, in-stent restenosis occurred. In (B)(6) 2010, clinical status assessment identified the patient¿s qualifying condition as silent ischemia and the patient was referred for cardiac catheterization. The target lesion was located in the mid left anterior descending artery (mid lad) with 70% stenosis and was 15mm long with a reference vessel diameter of 3mm. The physician treated the lesion with pre-dilation and placement of a 2.5x20mm promus element stent, with 0% residual stenosis following post-dilation. The patient was discharged on dual anti-platelet therapy. In (B)(6) 2012, the patient underwent an exercise stress test due to recurrent episodes of exertional chest pain. Stress test revealed significant horizontal and downsloping st segment depression in l2 and l3. In apr 2012, the patient was hospitalized and referred for elective cardiac catheterization. Core lab report noted pattern 1b in-stent restenosis of 8.88mm in length at proximal edge of the study stent. Coronary angiography revealed 60% stenosis proximal to the widely patent study stent in the mid lad, which was treated with direct placement of a 3.0x12mm non-bsc bare metal stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. The event was considered as resolved without residual effects.

Manufacturer narrative:
(B)(6). Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).